Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump pairing issue with phone. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead, this issue would be investigated through database logs. Based on the database logs, the reported issue is confirmed. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. We recommend following the steps below to troubleshoot the issue. Please let us know if the problem persists: 1. Try logging in using incognito mode: log in to the carelink website using an updated password in an incognito/private browsing window. 2. Verify the username and password: ensure that the username is entered correctly. Disable any password manager or autofill options, as they may cause incorrect entries. 3. Reset password if needed: if the login is still unsuccessful, please have the user reset their password. Feel free to contact us if further assistance is required. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The most likely root cause is due to incorrect password entry. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database logs. Based on the database logs, the reported issue is confirmed. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. We recommend following the steps below to troubleshoot the issue. Please let us know if the problem persists: 1. *try logging in using incognito mode*: log in to the carelink website using an updated password in an incognito/private browsing window. 2. *verify the username and password*: ensure that the username is entered correctly. Disable any password manager or autofill options, as they may cause incorrect entries. 3. *reset password if needed*: if the login is still unsuccessful, please have the user reset their password. Feel free to contact us if further assistance is required. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The most likely root cause is due to incorrect password entry. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.